Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. Moreover, it was noted that the lead was dislodged. The lead was repositioned. No additional adverse patient effects were reported.